Manufacturer narrative:
Voluntary medwatch report received: mw5156193.

Event description:
Voluntary medwatch report received noted that the atrial lead exhibited noise. No intervention or adverse effects were noted as a result of the noise.